Event description:
It was reported that surgical intervention was undertaken to revise the electrode. The electrode was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the revision procedure, the device fixation suture for the associated subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be improperly fixed to the facia. Additionally, the device pocket was noted to be larger than necessary and resulted in movement of the device in the pocket resulting in pulling on the electrode. The movement of the device as felt to have impacted the device fixation suture. The device and electrode positions were revised and both products remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode dislodged from the implant location and shifted towards the device implant location. Tachycardia therapy was programmed off and a revision procedure was planned for an unknown date in the future. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.